Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic with diaphragmatic stimulation. Cardiac perforation was also observed under fluoroscopy imaging. The lead was successfully repositioned.